Event description:
It was reported that the patient never had therapeutic effect. Following a catheter revision, the first pump refill procedure revealed the actual residual volume (37 mls) was greater than the expected volume (4 mls). The pump contained lioresal. There were no active alarms. The programming was correct. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8711, lot# n273482004, implanted: (B)(6) 2011, explanted:unknown.